Manufacturer narrative:
Updated fields - b1, b3, b4, b6, b7, d5, d8, d9, d10, e1(initial reporter, event site name, telephone and email), e2, e3, e4, h6(health effect ¿ impact codes) corrected fields - b5.

Event description:
It was reported by getinge fse that, during installation process cardiosave intra-aortic balloon pump (iabp) had visible hot pixcel on the lower lcd or touch panel. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6).

Event description:
Visible ¿hot¿ pixel on lower lcd sn (B)(6). * visible ¿hot¿ pixel on lower lcd sn (B)(6). Requested emailed in by fst (B)(6). * fsm_relate ddevice or procedure delay__c * fsm_describe incident__c * fsm_issue discovered__c * asked but unknown * fsm_medical followup__c * fsm_patient user injury__c * no indication of actual or potential harm or death (you are not made aware of any information related to harm of patient or user, or * a clearly hazardous condition). * fsm_patient involved__c cardiosave hybrid type "b" plug technicians remarks: /(B)(6): 2025-11-11 /CT: null /so1d: null.